Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact; however pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery test. No unexpected low battery alarm noted. Pump had cracked case at display window corners, belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported via phone call to have experienced intermittent blank display screen. Customer reported that battery was running out faster than normal. Customer also reported that insulin pump was cracked. Customer's blood glucose was 129 mg/dl. Customer was advised that insulin pump would need to be replaced.